Manufacturer narrative:
Model and lot number was unknown by reporter. Product is export only. No 510(k).

Event description:
Four humeral nail screws were implanted on (B)(6) 2018. It was discovered that the head of the one screw contacted the nail and was protruding from the humeral head. On (B)(6) 2018, a revision was performed to remove the screw.